Event description:
A 54 year-old male was undergoing an arteriogram. The pt had thick scarring. The angiographic catheter was removed with great difficulty, and a 4.5 cm segment broke off and was left in the left iliac artery with the wire. On 10/9/98, the catheter fragment and glidewire were removed in surgery.